Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the tip was bending back during transseptal puncture passage. It was reported by the caller that the vizigo sheath would not pass through the trans-septal puncture site and the tip was collapsing on itself. The vizigo sheath was replaced and the procedure was continued and subsequently completed. There was no patient consequence. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 22-apr-2025. Visual and dimensional inspections of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the dilator was inside the irrigation hole of the vizigo device. The dilator was removed and it was noticed that the irrigation hole was deformed; however, no other damage was observed on the dilator or the sheath. The irrigation hole deformed condition could be related to excessive force or manipulation, and according to the information received, it may have occurred during the procedure with this device; however, this could not be conclusively determined. The device's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The instructions for use contain (IFU) the following recommendations: always withdraw components and aspirate slowly to minimize the vacuum created during withdrawal. The sheath is designed to interlock only with the dilator included in this package. Misuse may result in serious complications. During insertion, use caution not to create excessive bends that may lead to crimps in the sheath. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the tip was bending back during transseptal puncture passage. It was reported by the caller that the vizigo sheath would not pass through the trans-septal puncture site and the tip was collapsing on itself. The vizigo sheath was replaced and the procedure was continued and subsequently completed. There was no patient consequence.